Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient stated on (B)(6) 2019, the cgm value was higher than their actual bg value (no value provided), so she gave herself insulin and ate lunch. She was okay until about 1:00 pm and then felt as though her glucose was low but her receiver showed the cgm was 83 mg/dl. She did not have equipment with her to check her bg but could tell then that it was lower than her cgm and stated that she had therefore inadvertently given herself too much insulin with lunch. She stated that she took a couple precautions (unspecified) because she felt terrible. Her cgm was reading 78 mg/dl and she was taken to the emergency room (ER) via ambulance. Her bg was 47 mg/dl and she was treated with glucose. At the time of the call she was still under observation in the hospital and was stable. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.